Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident but they reported that they experienced low blood glucose which was treated with carbs. Customer states that they had bright white line at the top of the display. Customer advised to revert to backup plan as per hcp¿s instructions. The insulin pump will not be returned for analysis and insulin pump to be replaced.